Event description:
It was reported that the patient's hemolysis resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported events could not be conclusively established through this evaluation. The centrimag blood pump was not returned for evaluation. A review of the device history record (DHR) for the centrimag blood pump, lot # l07735-la3, revealed no deviations from manufacturing or quality assurance specifications. The us (united states) centrimag blood pump instructions for use (IFU), rev. B, lists hemolysis, cardiac arrhythmia, and hepatic dysfunction as adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient¿s lactate dehydrogenase (ldh) level increased to 600 u/l. There was absence of clinical symptoms or finding of hemolysis or abnormal pump function and the patient did not receive any treatment. On (B)(6) 2023 the patient went into ventricular tachycardia (vt) with potassium levels being 3.2 meq/l (patient goal is >4.0 meq/l). The patient was treated with lidocaine bolus, 300 mg amiodarone and 4 g magnesium. The patient converted into sinus tachycardia and no reoccurrence of vt was observed. The patient reportedly had no history of arrhythmia. The patient¿s ldh levels continued to increase until (B)(6) 2023 where they reached 1061 u/l. The patient¿s serum hemoglobin (hgb) increased on (B)(6) 2023 to 24.3 mg/dl and later peaked to 48 mg/dl. Additionally, on (B)(6) 2023, an abdominal ultrasound was performed and showed no biliary dilatation and mildly coarsened hepatitis echotexture. On (B)(6) 2023, 14 days after implant, the patient¿s alanine aminotransferase (alt) and aspartate aminotransferase (ast) enzymatic levels elevated to greater than 3 times the upper limit of the normal range. The patient¿s alt was 233 u/l and the ast was 199 u/l. The patient¿s alt and ast had been observed to decrease daily and on (B)(6) 2023 they were reported to be ast=50 u/l and alt=81 u/l. The patient¿s ldh and serum hemoglobin were also observed to be downtrading daily and on (B)(6) 2023 the ldh was 626 u/l and hgb was 6.1 mg/dl. On (B)(6) 2023 the alt and ast returned to within the normal range and resolved with medication. However, the patient¿s hemoglobin decreased to 10 mg/dl and the ldh decreased to 550 u/l. On (B)(6) 2023 the serum hemoglobin dropped down to 3.9 mg/dl. The patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.